Manufacturer narrative:
Vascutek will review the mfg and qc records. No graft is available, therefore no testing of the device can take place. Vascutek will test grafts from finished goods stock and write to the doctor with the results. A summary of the results and response from the doctor will be included in vascutek¿s follow-up report.

Event description:
The event is being reported due to intervention required to replace the 1st cannula graft, the event occurred in washington hosp centre, washington dc. The cannula graft is used for axillary cannulation. When the cannula graft was implanted there was excessive bleeding. Also whenever there was a suture there was bleeding. A 2nd cannula graft had to be implanted to bypass the holes from the 1st cannula graft. The pt had to be returned to surgery the next day to continued bleeding and the cannula graft had to be removed and was replaced with an edwards¿ life science graft.